Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3889-28, lot#: va1m134, implanted: (B)(6) 2018. Explanted: active, surgery planned, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-mar-02 (B)(4) (rep, con): information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not feel stimulation. It was unknown whether any environmental/external/patient factors led or contributed to the issue. Patient claimed she had no falls. Impedance check was good. X-rays were taken. Lead revision surgery is planned to be scheduled. No symptoms reported. No further complications reported.

Manufacturer narrative:
Product ID 3889-28 lot# va1m134 (B)(4) implanted: (B)(6)2018 explanted:(B)(6) 2018 product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was not feeling stimulation was due to lead moved. X-ray confirmed this.revision was already scheduled. Lead revision completed (B)(6)2018. Replacement lead was (B)(4). Lead was not be returned. Patient weight was still unknown.